Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the previously uncontrolled motion in the leg and arm disappeared. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the undesirable movements is under control now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted last wednesday. They were looking for instructions on how to turn their implant on and off. They were walked through how to use their external equipment to turn their implant on. When the patient turned the implant on, they said they did not feel anything. They stated they could originally feel something but they had turned the implant off for the time being. Their physician gave them instructions to try and turn the implant on and to try to use the device. When the patient used their device today, they said they could not feel anything. They have a follow up appointment with their physician tomorrow. Additional information was received. The patient clarified and reported that the healthcare provider (hcp) stated they were using a conservative, lower setup during the initial installation of the implant. Post-op, the patient notice strong, uncontrolled motion of the left leg, left arm, stomach, and lower jaw. About an hour later, the hcp and manufacturer representative (rep) turned the implant off. They recommended the patient to try to turn it on later at home. The patient clarified when they called on 2020-jan-07 for assistance in turning the implant on, they turned the implant on with the same, initial set up and it felt good: reduced tremor and no pain. After a two hour set up session on (B)(6) 2019, they ended up with the following three setups: a - with 1.5v (like an initial setup), b - with 2.0v, c - with 2.0v. They were instructed to use "b" and initially tolerated it well, but after four hours, they started to have undesirable movement of the right leg and right arm and changed to initial setup "a." They currently have some tremor (although smaller than before) in left arm and left leg. They take 100mg of carbidopa-levodopa five times daily and have notified their hcp. Their next appointment is on (B)(6) 2019.